Event description:
The customer reports during an unspecified gynecological procedure using a thunderbeat, part of the probe of the scissors broke off after around one hour of use and fell into the patient. The remaining end of the device caused a controlled bleeding (unstated how it was controlled). The device fragment was not recovered from the patient. The planned procedure was completed. No additional consequences to the patient were reported.

Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Physical evaluation of the returned device shows: the tissue pad in the grasping section is missing. The metal part of the grasping section is visible through the tissue pad. The tissue pad in the grasping section was torn with missing part. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. ·if any irregularity is observed, take proper remedial actions by referring to chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. Conclusion: the definitive cause of the reported events could not be conclusively established. Based on investigation findings and previous investigation the following are possible contributing factors: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled off. 2. The peeling of the tissue pad was partially falling because the tissue pad added some load. It is likely the seal and cut short circuit error occurred by the following mechanism: 1. The worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the seal and cut short circuit error and the contact marks on the non-insulated area of the grasping section and the probe the open circuit error (error code: u512) was likely resulted from the following cause: ·the fully assembly instrument is activated without holding tissue. ·the fully assembly instrument is activated with insulated object. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Peeling of the probe coating: it was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. -activating the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9614641.

Manufacturer narrative:
This report is being supplemented to provide a correction to include information that was inadvertently not included in the previous submission. Corrections have been made to the following fields: d8, d9, h4, and h6 code (investigation findings), additional instructions for use information. The event can be detected/prevented by following the IFU which state: ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.¿ olympus will continue to monitor field performance for this device.